Manufacturer narrative:
Expertise of the associated home monitor expertise files led to the following observations: the associated home monitor functioned properly and performed check alerts regularly. On (B)(6) 2022, the remote monitoring system (rms) detected an alert. Nevertheless, the rms could not download the implantable medical device (imd) memories, because of connection failures. After several unsuccessful re-attempts to download the imd memories performed between (B)(6) 2022, a rf guard mechanism was activated, as expected when several connection failures occur, and an empty file (the rf guard) was transmitted. - the consequence of such mechanism is that it disabled all the communications between the rms and the subject device except the patient initiated transmission (pit). - the observed connection failures could have resulted from any polluter or patient not close enough to the home monitor. - it should be noted that when downloading the empty .idf file, the user is clearly notified by a warning message stating that it is a rf overconsumption guard. - based on available data, no issue is suspected on the ICD or the home monitor.

Event description:
Reportedly, the patient was hospitalized between (B)(6) 2022. A critical alert was remotely transmitted on (B)(6) 2022, though the home monitor had not been brought to the hospital. The remotely transmitted report was empty.